Event description:
The customer reported that the system displayed a "defective potentiometer" error message. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional svc info was provided. This malfunction may have resulted in a possible accidental radiation occurrence.